Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported experiencing pain right after post-op of left knee. He saw a second surgeon that's recommending revision surgery.

Event description:
Patient reported experiencing pain right after post-op of left knee. He saw a second surgeon that's recommending revision surgery.

Manufacturer narrative:
Additional information: d1 product long description; d2 product code, common device name; d4 catalog #, lot #, expiration date; g5 PMA/510(k)#; h4 manufacturing date. The following devices were also listed in this report: tri ts baseplate size 4; cat# 5521-b-400; lot# v3zta tri ts femur sz5 left; cat# 5512-f-501; lot# tvoa tri press-fit stem 13mm x 100mm; cat# 5565-s-013; lot# m8c23j tri press-fit stem 15mm x 100mm; cat# 5565-s-015; lot# m7k34d devitriathlon stem extender 25mm; cat# 5571-s-025; lot# mlkpaa triathlon asymmetric x3 patella; cat# 5551-g-320; lot# 81e9 tri lm/rl tib aug sz4 10mm; cat# 5546-a-401; lot# erack6a triathlon total knee system offset adapter 4mm; cat# 5570-s-040; lot# 0034931h simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mbx009 simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# max002 simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mbx009 simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# max002 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding alleged pain involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed because the device was not returned for analysis. -clinician review: a review of the primary and revision operative reports, office notes, and x-rays by a consulting clinician indicated "on october 13, 2016 a left knee revision was performed for a diagnosis of failed left unicompartmental knee arthroplasty. An operative report describes a tourniquet use for the second portion of the procedure only. The report notes, ¿median parapatellar incision ¿ femur tight to bone ¿ removed with osteotomes ¿ removed tibial with an anterior osteotome ¿ posterior loose and subsided ¿ large hemarthrosis.¿ the uni was changed to a triathlon total knee. ... A letter from the patient dated july 20, 2017 notes, ¿¿ feel the femur rotated medially and the tibia externally rotated causing fatigue and sacroiliac joint pain ¿ episodes of shin splints of the lower leg, painful internally ¿ pain and disability forced me to resign from my career of thirty-four years.¿ a february 2, 2018 CT of the left knee report states, ¿status-post revision long-stem knee arthroplasty ¿ no complications, no evidence of loosening.¿ on his april 16, 2018 office visit it was noted, ¿chronic sensation knee is rotating outward ¿ burning, tearing sensation anterolateral knee radiating to shin ¿ mild relief with cortisone injection 12/19/17 ¿ return prn.¿ no documented follow-up subsequent to this visit is available. No x-rays or CT images are available for review. There is no date of the primary unicompartmental knee arthroplasty or past medical history. In this obese, active male patient there is no confirmation that implant rotation or the implants themselves are responsible for the described clinical picture. Reflex sympathetic dystrophy, as suggested by the burning sensation and radiating pain, should be considered and ruled out." -product history review: review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event was not confirmed nor the root cause could be determined by medical review. Upon review of the medical review it indicated: " no documented follow-up subsequent to this visit is available. No x-rays or CT images are available for review. There is no date of the primary unicompartmental knee arthroplasty or past medical history. In this obese, active male patient there is no confirmation that implant rotation or the implants themselves are responsible for the described clinical picture. Reflex sympathetic dystrophy, as suggested by the burning sensation and radiating pain, should be considered and ruled out." No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.